Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was likely caused by poor cable connection, mechanical misalignment, or debris. A field service engineer reseated the row board cable, adjusted the retractor band, ran hardware test application (hta) diagnostics, and removed pockets to inspect for debris, ensuring proper drawer operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 2.1 and 2.2 failed, were not detected on the bus, and required maintenance. Customer tried to reboot and recover the drawer, but issue doesn't resolve. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.